Event description:
Three (3) hours after the index procedure, the pt complained of chest pain. Coronary angiogrpahy demonstrated thrombus in the cypher stent implanted in the proximal left anterior descending (lad). The thrombosis was treated by aspiration of the thrombus, and administration of a thrombolytic agent (tpa). Percutaneous transluminal coronary angioplasty (ptca) was then done with an avita 2.0/15 mm balloon at 12 atm for 30 sec, and then with a ryujin 3.0/20 mm balloon at 12 atm for 30 sec. The physician's comment regarding the probable cause of the thrombosis was that the cypher stent was under-dilated. The index procedure was an elective procedure. The target lesion was the proximal lad. The lesion was reported to be: de novo, concentric, not calcified, not a bifurcation lesion, absent of pre-existing clot, not tortuous, 20 mm in length, and type a. The lesion was pre-dilated with a ryujin plus 2.75/20 mm balloon at 20 atm for 30 sec. A cypher 3.5/18 mm stent was implanted at 18 atm for 30 sec. The stent was not post-dilated. Ivus was done. The flow pre-procedure was timi 2 and post-procedure was timi 3. The residual stentosis was 0%. The pt rec'd heparin 8,000 units, aspirin 100 mg/day, ticlid 200 mg/day, and cilostazol 200 mg/day during the index procedure. Post-procedure medications were: aspirin 100 mg/day, ticlid 200 mg/day, and cilostazol 200 mg/day.